Event description:
I used fixodent for approximately 10-15 years. While using this product I experienced numbness and tingling in all my extremities. I was also diagnosed with balance issues. I now also suffer from involuntary hand movement and hand tremors. I woke up one day with numbness and tingling in hands and feet which did not stop. Went to neurologist who noted I had balance problem continuing numbness and tingling in extremities. Also noted hand tremors and involuntary movement of hands. Wanted to do cervical surgery and lumbar surgery. I was afraid to go ahead with surgeries, possibility of paralyzation due to surgeries. I continue to have problems to this day. Dose or amount: denture cream. Frequency: 2-3 daily. Route: oral. Dates of use: 1994 - 2009. Diagnosis or reason for use: dentures. Event abated after use stopped or dose reduced?: no.